Event description:
Procedure performed: promo fixation. Event description: the scissors would not cut at the tip. The surgeon changed devices (same lot). These also would not cut. Since it was the end of the procedure, the surgeon chose not to change them again. It happened sometime last week, the exact date is unknown. Intervention: completed procedure without scissors. Patient status: no patient injury.

Manufacturer narrative:
The event device is not being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: promo fixation. Event description: complaint 1 of 2: 2022-000427 [MFR #2027111-2022-00455]. Complaint 2 of 2: 2022-000429 [MFR #2027111-2022-00456]. The scissors would not cut at the tip. The surgeon changed devices (same lot). These also would not cut. Since it was the end of the procedure, the surgeon chose not to change them again. It happened sometime last week, the exact date is unknown. Intervention: completed procedure without scissors. Patient status: no patient injury.